Event description:
The reviewed literature article contained a study of 49 patients that underwent minimally invasive surgery (mis) using the ifuse system or had open si joint surgery. The source literature reported that three patients had complications possibly related to the mis procedure including one case of hematoma, one case of toe numbness and one revision to remove an implant. There has been no additional information provided about these complications.

Manufacturer narrative:
These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and patient information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events reported in the source literature could not be matched to information previously reported to si-bone. Ifuse implants were used in all of the mis cases. Publication: comparative effectiveness of open versus minimally invasive sacroiliac joint fusion. Charles g. T. Ledonio, m.d., medical devices: evidence and research, 2014, 7, 187-193.